Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: one unexplainable pump reboot event was observed in the pump's black box history on (B)(6) 2015 at 14:37. The returned battery cap threads and coin slot were found to be stripped/damaged. The returned battery cap was unable to secure and maintain an electrical connection with pump. A test cap was used to complete the investigation. The battery compartment was found to be cracked and damaged with two cracks on the side at the threads and two cracks above the bumper pad. No evidence of moisture corrosion was found inside the battery compartment. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit.